Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 2 had failed, and access to the door and the medications inside was not possible. Door recovery could not be performed because the door was not displayed on the recovery screen, although the icon was visible at the top of the interface. The tower doors were inaccessible due to the failed icon with no recovery option available. The field service engineer (fse) manually opened the tower doors, failed them, and had the escort recover it, which cleared the error. Following this intervention, the tower doors functioned properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 2 had failed, and access to the door and the medications inside were not possible. The customer stated that the door recovery could not be performed as the door was not displayed on the recovery screen, although the icon was visible at the top of the interface. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.